Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic distal pancreatectomy, the surgeon was able to squeeze the handle, but the surgeon stopped using the device because the clip could not be loaded anymore on the fifth firing. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.